Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected restart error. Customer¿s blood glucose level was 600 mg/d. Customer reported that the insulin pump not working because of insulin pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty fsr. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test, a21 error alarm and displacement test. No unexpected a21 alarm or reset time or date anomaly after change battery noted during testing.